Event description:
The following info was reported: balloon loss of pressure occured during pull back, the device pulled through. Manual pressure was applied for 20 minutes. The pt was not hospitalized. Stick location: right groin. Vessel size: 6 mm. Procedure: peripheral.

Manufacturer narrative:
The device was not returned; therefore a physical investigation could not be performed. A review of the lhr (lot f1403504) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it was reported that pvd/calcium was present in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in pts with clinically significant peripheral vascular disease in the vicinity of the puncture site.